Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient, during use of the right ventricular (rv) lead "hearing alert tone going off every four hours since last night and wondering if tones can be shut off remotely."  The patient is out of state, and tones went off last sunday, while on a rough road.  The patient indicated going to a hospital,  device was checked, and told everything looked good.  The tones were reset, and patient left hospital. Additionally, the patient stated "it was fine for a day and a half, and then device tones went off again."  The patient was in a different stated and went to a different healthcare facility.  The patient stated "they were really into it" and the device was checked, tests were done, the resistance to one of the leads was increased, and was told if it goes off again not to worry about it, however, the tones started sounding again last night.  The patient was referred to the patient's physician.  The rv lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient, during use of the right ventricular (rv) lead "hearing alert tone going off every four hours since last night and wondering if tones can be shut off remotely." The patient is out of state, and tones went off last sunday, while on a rough road. The patient indicated going to a hospital, device was checked, and told everything looked good. The tones were reset, and patient left the hospital. Additionally, the patient stated "it was fine for a day and a half, and then device tones went off again." The patient was in a different stated and went to a different healthcare facility. The patient stated "they were really into it" and the device was checked, tests were done, the resistance to one of the leads was increased, and was told if it goes off again not to worry about it, however, the tones started sounding again last night. The patient was referred to the patient's physician. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient was seen in the emergency department and the alert was noted to be due to high rv lead thresholds. The rv lead was reprogrammed twice.